Event description:
It has been reported that the patient's personal diabetes manager will not hold charge for more than 1 day and is getting hot.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
17sep2025 additional information was received, device lot and serial number. Sections d4, h4, h11 have been updated. Lot release records were reviewed, and the product lot met all acceptance criteria.